Event description:
It was reported through a research article that between february 2015 through december 2022, 104 patients underwent a mitraclip procedure to treat mitral regurgitation (mr). The mitraclip may have caused or contributed to heart failure, stroke, recurrent mr, medical intervention, and hospitalization. Additional information is listed in the attached article, titled ¿transcatheter repair versus mitral-valve surgery for secondary mitral regurgitation.¿

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported heart failure, cerebrovascular accident, and recurrent mr were unable to be determined. The reported patient effects of cerebrovascular accident, heart failure, and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided d6: date of implant estimated. Literature attachment: article title ¿transcatheter repair versus mitral-valve surgery for secondary mitral regurgitation.¿